Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving baclofen at an unknown concentration and dose via an implantable infusion pump. The indication for use was intractable spasticity and cerebral palsy. It was reported that in the past issues have occurred when the patient's pump has been out of meds or something was wrong with the pump/not working. No further complications have been reported as a result of this event.